Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 149 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/20/2018 and open vial date at time of call is three weeks. Customer seems to be applying the blood correctly. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: undisclosed. Customer called about high on the blood results he is getting the high results a lot in the morning he had his last regular physician exam in (B)(6) and his a1c is 6.2 but he did share with me that his is feeling well today but he thinks he is not feeling well other day so he is not sure what is happening. I told him to share that with his physician but today is a good day he said. He lost his partner about 6 months ago and cannot get over that. He seems to be applying the blood correctly.